Event description:
In this case, it was reported that the tricuspid valve was explanted after an implant duration of approximately 11 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the event, no additional information was received. Per follow up with the hospital, the explanted valve has been discarded. There have not been any allegations of a malfunction or deficiency related to the device. The prosthesis was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the device. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
Additional manufacturer narrative: based on the follow-up with the health-care provider, the explant was due to staphylococcal tricuspid valve endocarditis. Per the health-care provider, the explant was patient related and not related to any device malfunction. The health-care provider also noted "history of IV drug abuse, (B)(6), s/p septic pulmonary emboli." Per the operative report, the valve was excised. The annulus where the infection extended into the annulus, was treated with dilute phenol solution and then irrigated free. A 25mm edwards valve was seated, the sutures tied and cut, and valve was seated nicely. The patient was rewarmed, de-aired by tee guidance, and weaned from cardiopulmonary bypass without difficulty. Unfortunately, the subject device has been discarded. Therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the health-care provider noted that the patient had a "history of IV drug abuse, (B)(6), s/p septic pulmonary emboli." No further actions are possible with the available information.